Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she experienced a reaction to the last four sensors. Pt believes that she is reacting to the plastic part of the sensor and not the adhesive. Pt reported that her skin has been red and raw after sensor removal. Pt stated she used only alcohol prior to sensor application for the first three sensors and tried IV prep on the fourth sensor, but the IV prep did not appear to help. Pt added that she has been using hydrocortisone cream at the sites after removing the sensors. She further stated that the sites are taking about one week to heal and that the areas appeared to be scarred after healing. Pt reported that she had a reaction to the most current (fourth) sensor at the time of her call to dexcom technical support. This is MDR 1 of 4 for this complaint. See mdrs 3004753838-2011-00158, -00159, and -00160 for reports 2, 3, and 4 of 4, respectively.